Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at their ipg site. The patient was given antibiotics and underwent surgical intervention on (B)(6) 2023 to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was given antibiotics and the ipg pocket was washed out. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the surgical intervention performed on 6 april 2023 was a washout.